Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose levels. Customer stated that the pump¿s automode was not correcting to keep him at 120mg/dl and it let him run above 250mg/dl for four hours. Customer¿s blood glucose value was below 21mg/dl and 284mg/dl at the time of incident. This morning he woke at 427mg/dl. Customer mentioned that he had issues with no delivery in the past which was not resolved. Insulin pump will not be returned for analysis.